Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2007 mesh were respectively implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted, due to sui. The patient experienced infection. It was reported that patient underwent mesh removal and implant of a new mesh on (B)(6) 2007 due to exposed mesh protruding through the vaginal wall. It was reported that patient underwent a revision on (B)(6) 2011 due to misaligned mesh. No additional information was provided.